Event description:
The customer reported that the 840 ventilator display was erratic. There was no patient involvement at the time of the reported condition. A covidien field service engineer (fse) inspected the device and confirmed the reported condition. To address the failure, the fse replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. The fse performed self-testing on the device and all tests passed.